Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correction the initial with information inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the clip which was used in the previous procedure clogged in the suction cylinder. The event can be prevented by following the instructions for use which state: "avoid aspirating solid matter or thick fluids; instrument channel, suction channel, or suction valve clogging can occur. If the suction valve clogs and suction cannot be stopped, disconnect the suction tube from the suction connector on the endoscope connector. Turn the suction pump off, detach the suction valve, and remove solid matter or thick fluids.". Olympus will continue to monitor field performance for this device.

Event description:
It was confirmed by the customer that the procedure was endoscopy and the delay was only a few minutes.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Additionally, the device evaluation found damage to suction cylinder, discoloration of the suction cylinder and glue on the protective coating of the bending portion of the device, cracks on the camera cover, control unit, and adhesive on the coating of the bending portion of the device, chips on the camera cover and light guide lens, and scratches on the scope cover and switch cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the gastrointestinal videoscope suction was not functioning. The issue was found during an endoscopic procedure that was completed with an unidentified similar device. Inspection and testing of the returned device found foreign material within the channel tube. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.